Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels are lifting off. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found many tubes label upwarp.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was not observed. The picture shows one tray pack with a bd japan label. The tubes which are visible in the tray pack do not show label lift off. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although the photo available for evaluation did not show label lift, bd has initiated further investigation relating to label lift through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. CAPA# 1064141.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels are lifting off. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found many tubes label upward.